Event description:
Hill-rom received a report from a hill-rom tech stating the brakes are not holding. The bed was located at a hill-rom svc ctr not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the brakes not holding due to normal wear and tear. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.